Manufacturer narrative:
This report initially has been sent via postal mail due to technical problems in establishing emdr properly. Upon request by medical device reporting team dated 2016-02-12 this report is re-sent via webtrader emdr-module. By resending the "date received" section has been corrected (typo in original submission).

Event description:
(B)(4). Event took place in (B)(6). "Leakage at the connection between the needle and the tubing"

Manufacturer narrative:
This report initially has been sent via postal mail due to technical problems in establishing emdr properly. Upon request by medical device reporting team dated 2016-02-12 this report is re-sent via webtrader emdr-module.

Event description:
(B)(4). Event took place in (B)(6). "Leakage at the connection between the needle and the tubing."